Event description:
In an elective catheter ablation procedure for the treatment of atrial fibrillation, a biosense webster carto 3 system was used in combination with reprocessed or remanufactured catheters (unknown models) manufactured by (B)(6), including a (B)(6) irrigated ablation catheter nav. There was no malfunction reported with the carto 3 system. According to the information received, during the procedure, the electrophysiologist noticed that a cardiac tamponade was caused. The patient was therefore transferred to the operating room for the performance of an emergency open surgery to treat the cardiac tamponade. The patient was transferred to recovery room and was stable and recovering at the time of reporting. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).